Manufacturer narrative:
H4: the lot was manufactured from november 04, 2019 - november 05, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted; however, based on historical complaint analysis data, the most probable cause of the condition was due to a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The device was filled with an unspecified solution for a 120ml fill volume prescribed for a 48 hour infusion. After the 48 hours the device had an unreported residual volume remaining in the device and upon disconnection no fluid flowed from the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.